Event description:
It was reported that one day post implant, a chest x-ray revealed that the atrial lead had dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).